Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3888-45, lot# v800631, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v800631, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v809812, implanted: (B)(6) 2011, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3888-45, serial/lot #: v800631, ubd: (B)(6) 2015, UDI#: (B)(4); product ID: 3888-45, serial/lot #: v809812, ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/limbs. There was an out of range (oor) impedance on the subq leads. The patient was not feeling stimulation on two of their leads. They had no falls. The patient was not sure when they first noticed it not working; within the year. The rep did an impedance check and electrodes 2, 3, 5, 6, 11, and 15 were all over 10,000 ohms. The rep reprogrammed using ¿good¿ electrodes and was able to regain stimulation in those areas once again. The rep noted that the patient has 4 quad leads placed subcutaneously and at least 1 electrode is out on each lead and 2 out on 2 of the leads. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.